Manufacturer narrative:
Radiographs confirming the event were received. Image of damaged device depicts the distal portion is broken off/missing (device was not returned/discarded). Unknown factors include: patient anatomy ( anatomical obstructions or collapsed disc space) and/or subsequent surgical technique/clinic elements (excess manipulation). Root cause cannot be determined. Review of labeling notes: possible adverse effects: "2. Disassembly, bending, and/or breakage of any or all components. 7. Dural tears, persistent csf leakage, meningitis. 8. Loss of neurological function including paralysis (partial or complete), radiculopathy, and/or the development or continuation of pain, numbness, spasms, or sensory loss."

Event description:
On (B)(6) 2024, patient underwent a tlif procedure at l4-l5. Intra-operatively the middle segment of the implant fractured during deployment and could not be easily retracted. The nerve root was injuried upon retrieving the damaged implant. A static cage was implanted to complete the case. As a result the patient reportedly had radicular pain on left side. Patient will continued to be monitored.